Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 5 mm from the balloon proximal tip. The review of the lhr (lot f1308501) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be determined.

Event description:
It was reported by the aci dist that a pt underwent a interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during prep. Manual pressure was applied to the access site for 10 minutes followed by the femostop. The pt was ambulated and discharged from the hosp the same day with no clinical sequela noted.